Event description:
It was reported that the adc freestyle libre 2 sensor's alarm was not functioning and during troubleshooting it was determined that customer's phone model was not compatible. As a result, the customer was unable to obtain reading and experienced feeling low, stressed, and confused. The customer was unable to self-treat and was provided with locacid glucose as treatment by a non-healthcare professional (non-hcp). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer reported for signal loss issue. Attempt to identify the customer's reported configurations and the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of information regarding the app version and the os, it restricts the ability to identify potential causes of the customer's reported issue. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported that the adc freestyle libre 2 sensor's alarm was not functioning and during troubleshooting it was determined that customer's phone model was not compatible. As a result, the customer was unable to obtain reading and experienced feeling low, stressed, and confused. The customer was unable to self-treat and was provided with locacid glucose as treatment by a non-healthcare professional (non-hcp). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.